Event description:
Spacelabs received a report that a spacelabs central monitor did not alarm on vtac.

Manufacturer narrative:
Testing of the telemetry system by a field service engineer (fse) confirmed that the device performed to specifications. The telemetry transmitter and receiver were returned to spacelabs. Testing by global technical support confirmed that the devices were operational and no problem was found. A review of the event's ECG waveform data shows multiple episodes of noise just prior to the event. The telemetry system can take about 5 seconds to resume discrimination after a noise event. The proximity of the noise to this event would explain why no alarm was reported. The run of vtac lasted for about 5.4 seconds and due to the noise, only the last 2 ventricular beats were recognized by the system. The monitor configuration "abnormals in a row" was set to 3, so no alarm was sounded. Spacelabs is taking actions to make the customer aware of how noise can affect the arrhythmia analysis and direct the customer to review the product operations manual relating to arrhythmia alarms. No one has been injured as a result of this alleged malfunction. This report is considered final and the issue is closed.